Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. The suture knots of the successfully pre-placed prostyle devices were advanced successfully; however, hemostasis was not achieved. Doppler echo revealed a broken foot from the first prostyle device had remained inside the anatomy. A surgical cutdown was performed to retrieve the separated foot. Hemostasis was achieved via surgical suturing. The physician was unaware that a foot break had occurred during use of first prostyle device and did not know when the foot broke. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The suture trimmer, knot pusher, plunger, posterior needle tip, both cuffs, link and suture were not returned; therefore, the reported difficulties could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported patient device interaction problem (hemostasis). The subsequent treatments appear to be related to procedure circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling.